Event description:
Customer reported unexpected negative reactions on the echo for a patient sample with a newly identified anti-e. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrs(3), lot r037, the reagent used by the customer at the time of the event. The customer did not have sample to return for investigation.